Manufacturer narrative:
Concomitant medical products: product ID: 3531, serial# unknown, product type: external neurostimulator; product ID: 3889-28, lot# va1dvxc, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. This event was also reported under manufacturer report #3007566237-2018-01029. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a test patient during an intraoperative procedure. It was reported that a surgeon was doing a case for a pediatric surgeon at a hospital that all hcps knew to be off label. The lead was placed in the patient and all items were opened by the charge nurse. Everything was placed without an event however prior to closing, the charge nurse pointed out that the lead was expired and so the lead was pulled and a new lead was placed successfully. Once the case was over, the charge nurse pointed out that they had made an error and it wasn¿t the lead that was expired but rather the lead introducer kit was expired. It was stressed again by the rep that the lead placed in the body was never expired. It was reported the patient was fine and the issue was resolved at the time of the report. There were no further complications reported/anticipated. On 2018-mar-28, additional information was received from a manufacturer representative (rep). It was reported the physician was aware of the event and that they didn't require any follow up. On 2018-april-03, additional information was received from the rep. It was reported that there was not a neurostimulator (ins) involved as the procedure was a test, the therapy was unsuccessful and has been pulled already. The representative reported that the lead introducer kit was a product of the hospital where the procedure took place and that the explanted lead was discarded. There were no further complications reported/anticipated.